Event description:
It was reported that the patient presented remotely via merlin.net transmission after the patient notifier went off for an elective replacement indicator. Upon review of the transmissions, it was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The patient was asymptomatic due to the event. Device replacement was discussed.